Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms limit of detection (lod) which may explain the observed result discrepancies. Low levels of amplification were seen for this run which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from thailand alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #(B)(6) generated a sars-cov-2 positive, influenza a negative, influenza b negative result. The patient¿s same sample was repeat tested on a different platform the novel coronavirus (2019-ncov) nucleic acid diagnostic kit, sansure biotech inc. That generated a sars-cov-2 negative result. No harm or injury was indicated. Patient sample was collected using nasopharyngeal and throat swab in disposable virus sampling kit (inactivation), lituo. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline.

Manufacturer narrative:
The customer indicated they use nasopharyngeal and throat swabs. Note that throat swabs are off-label. Note that although true amplification was observed, the CT value generated is slightly delayed, the most likely cause for the discrepancy experienced is due to the differences in sensitivity and detection technologies between the liat and the competitor test used. Review of the data did not show any signs of a systematic issue. An investigation was performed on the reagent and ruled out any contribution to the allegation. (B)(4).